Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 0 units despite having 65 units in the cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge, and cts advised calling back for further troubleshooting if the issue recurs.